Manufacturer narrative:
An ocd field engineer (fe) visited the site and found that the probe was bent, the wash station was cracked, and the pressure in the fluidics system was high due to build up on the pressure regulator. The fe performed the appropriate replacements and repairs, returning the analyzer to expected operation. The customer has not logged any complaints on this instrument since this incident.

Event description:
The customer observed droplets of fluid on the foil of the mts gel cards on the ortho provue analyzer. Fluid on top of the gel card foil can lead to carry over and/or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. The customer detected the issue, aborted the run, and prevented the possibility of erroneous results from being reported.